Manufacturer narrative:
The product was not returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.

Event description:
The report indicated that the customer experienced sporadic bg readings over the three days while the pod was in use. High bg levels were experienced on each of the three days, ranging from 262-greater than 500 mg/dl. Both a kink and the presence of blood were seen in the cannula, though no pod alarm was initiated. The device will be returned for eval.